Event description:
Customer reported she was attempting to input blood glucose and carbohydrates when device alarmed button error. Customer was trying to get out of 00. Customer's blood glucose was 175 mg/dl. The device did not alarm after being exposed to moisture. The buttons were not pressed for three minutes or longer. Customer was advised to revert to back up plan. Blood glucose of 133 mg/dl was also reported. No further information reported.

Manufacturer narrative:
No button error alarm noted. The insulin pump was received with intermittent button response due to corroded keypad traces. No moisture damage noted on the electronics, motor, vibrator motor or battery tube assembly. The device was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot and cracked battery tube threads.